Event description:
Info received indicates the hi/low drive was drifting down from the high position.

Manufacturer narrative:
The technician cleaned and lubricated the hi/low drive brake assembly to resolve the drifting issue.